Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the pts device was working but about a month ago the device seemed like it was not working now. Pt had group b on 2.2 but it was causing a lot of pain so they turned it down, pt had group a programmed and they turn that down as well; now pt was on group c and they could not do anything at all for it was causing more pain. The other day pt had been on group a at 2.0 and during the day it went to 2.3 on its own causing pain. Pt would put the intensity back to 2.0 but it was jump to 2.3 on its own causing pain. Pt would put the intensity back to 2.0 but it was jump to 2.3 on its own causing a lot of pain. The patient was redirected to their healthcare provider to further address the issue. Pt had a representative contact information but they had not been answering the pts calls in the last two days. Pt had an appointment with their hcp on monday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). The pt reported that they need a new machine. The pt had called in before because they were jumping. Pt states they had met with a manufacturer representative (rep) not too long ago and the rep recalibrated the device but it was still messing up. The pt stated that every 5 days it goes down to 40% which is normal. Pt states that for 3 days it stood at 90% and for 2 days it stood at 80% which is not right the pt said. Pt states they have an area that's always painful all the time and when they go to increase, the pain gets worse so they have to go back to the level that's not too painful. Pt states the stimulation is jumping up on its own. Troubleshooting was unable to be performed as patient services (pss) had a hard time getting patient to troubleshoot. The pt was upset and demanded new equipment. Pt states that the device they have is screwing up and they want a new one. Pt states that they would set it at 2v and would automatically jump to 2.3v without the pt touching the system. Pt states they are not getting the same results of the device needing to be charged and also not controlling the pain level at the same spot. A replacement controller was sent out to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient received their controller and they met with a manufacturer representative on july 18th for programming. The previous night they were receiving a warning message on the controller about replacing the batteries, to call the manufacturer, and the controller was charged up to 90%. The controller showed "finished" when the ins was at 60%. The patient thought there was an issue with the battery because of the message they saw on the screen. The patient didn't have any trouble with the device until recently. The controller was at 70% and the implantable neurostimulator (ins) was 50% charged. The patient started a charge session and they were receiving "poor," then "excellent" quality, and "reposition recharger." The patient did not use the recharging belt to charge the ins. They did not have any fall or recent trauma. There was no visible damage to the recharger. The patient was advised to try cleaning the port on the controller and recharger and they noted that they took care of their equipment. The patient was advised to use the recharging belt to keep the paddle in place when recharging the ins. It was reviewed that if the patient had adaptive stimulation enabled, the setting would change on the controller screen. It was reviewed that receiving a new controller would not change how the adaptive stimulation feature functioned. It was reviewed that if the ins was changing the setting on its own without adaptive stimulation enabled, then the patient would need to consult with their healthcare provider. A replacement recharger was requested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the manufacturing representative adjusted the stimulation, but the patient is still not having very good success with pain relief, but it helps to ease the pain. The patient is going to have another adjustment.